Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for one patient sample from the cobas 8000 core unit. The initial elecsys tsh assay result was 0.042 miu/ml and the repeat results were 0.044 miu/ml and 0.864 miu/ml. The initial elecsys ft4 ii assay result was 0.093 ng/dl and the repeat results were 0.058 ng/dl and 1.18 ng/dl. The erroneous results were reported outside of the laboratory. The second repeat results were believed to be correct. There was no allegation of an adverse event. The tsh reagent lot number was 307192 with an expiration date of 30-sep-2018. The ft4 reagent lot number was 288197. The expiration date was requested but was not provided.

Manufacturer narrative:
The provided qc and calibration data is acceptable. The alarm trace contains multiple abnormal sample absorption alarms which indicate a pre-analytical preparation issue. Based on the qc and calibration data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.